Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019 product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that electrodes 7 and 17 appeared to be shorted. There were no known factors that could have led to the issue. The rep reported that they noted the impedance test that possible short of 7 to 15 electrodes. The rep reported that no actions/interventions were taken as the patient¿s programs didn¿t require these electrodes. No further complications were reported.